Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, missing values on the receiver occurred. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of missing values on the receiver was confirmed by the finding of a signal loss via data. A root cause could not be determined.